Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colorectal. According to the reporter: at the second firing malformation of every staple that was fired on tissue was confirmed. All of these malformed ones could be removed from the tissue. For recovery the concerning part was additionally fired by use of new sulu. The doctor observed other staples were not fired and remained to be left in the channel of staple pusher. Also these ones were malformed. New one was opened to complete the case with no problem. No pt harm. The case was not extended by more than 30 minutes. There was unanticipated tissue loss. There was no irreversible tissue damage. Device fragment fell in the pt cavity but could be retrieved, oozing bleeding was observed.